Event description:
It was reported by the affiliate that during the low anterior resection procedure, he fired the instrument and it dide't seem to deploy staples, the bowel opened back up again as if no staples had been fired and there were no staple where there should been on the bowel. No patient consequence. The device will be returned.